Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the patient felt stimulation. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cable had no tear exposing the wire. The surface of the cable was scraped in the region 160 mm to 180 mm from the distal end of a cord plug. The whole cable had scratches in multiple regions. The lot number of the subject device is unknown. The manufacturing record in the past one-year from the event date was reviewed and found no irregularities. Based on a past similar case, the patient could have felt electrical stimulation due to the factors below. ·the patient was in contact with metal parts of the operating table or the metal exterior of the device. ·the patient¿s clothes were wet. ·the electrosurgical accessory was improperly touching the target site. The instruction manual of the device has already warned as follows; *do not touch the instrument or allow it to touch anyone when output is activated. This can cause burns to the patient, operator, or assistant. *do not activate output if the instrument is wet. This could burn the patient, operator, or assistant.